Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error and motor safety circuit failed test error. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm. Problem isolated to force sensor. Unable to confirm pump error 40 due to constant critical pump error alarm.